Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent dislodgement occurred. The physician had selected a 4.5x24mm taxus express2 drug eluting stent to treat an unknown lesion. While attempting to deliver the device, the stent dislodged from the balloon catheter. The device was implanted in an unknown vessel in the patient's arm. Additional information has been requested but not received.